Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. Additionally, return sample analysis was completed. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I toxo igg assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 64051be00. A device history record review did not identify any nonconformances, potential nonconformance or deviations associated with lot number 64051be00. The overall performance of alinity I toxo igg reagents in the field was reviewed using data gathered from customers worldwide. The patient median value for the reviewed lot is within established limits and thus comparable to the historical lot performance. The returned sample (ID (B)(6) was tested with a retained kit of alinity I toxo igg reagent lot 64051be00 and a reactive result was obtained (11.7 iu/ml) confirming the customer's observation. After treatment with heterophilic blocking tube (hbt, scantibodies), the alinity I toxo igg result was still reactive (12 iu/ml), showing that false reactive results were not caused by heterophilic antibodies. Due to insufficient sample volume, no further testing with non-specific antibody blocking tube (nabt, scantibodies) was performed. Labeling was reviewed and found to adequately addresses the customer's issue. Based on the investigation, no systemic or deficiency of the alinity I toxo igg lot 64051be00 was identified.

Event description:
The customer observed false reactive alinity I toxo igg for one pregnant female patient. The following results were provided (reference range >= 3.0 iu/ml, reactive): 1st trimester (B)(6) 2024) and 2nd trimester (B)(6)2024) serology were negative on roche analyzer. On (B)(6) 2024, toxo igm result= negative and toxo igg= 10.9 iu/ml (positive); on (B)(6) 2024, repeat results were the approximately the same; the sample was sent to reference lab for avidity testing, but was not performed when the toxo igg was negative on the roche analyzer. On (B)(6) 2024, sid (B)(6), toxo igg result (new blood collection) = 10.4 iu/ml (positive) for trouble shooting purposes, the sample was repeated at another hospital with alinity (11.0 iu/ml) and at another hospital with an unknown analyzer <0.1 iu/ml (negative). Additional results were provided: ebv vca igm= non-reactive; ebv vca igg reactive= 69.11; ebv bna reactive= 3.31. There was no impact to patient management reported.

Manufacturer narrative:
Section d9 - date returned to mfg date was removed as it was inadvertently added.

Event description:
The customer observed false reactive alinity I toxo igg for one pregnant female patient. The following results were provided (reference range >= 3.0 iu/ml, reactive): 1st trimester (B)(6) 2024) and 2nd trimester (B)(6) 2024) serology were negative on roche analyzer. On (B)(6) 2024, toxo igm result= negative and toxo igg= 10.9 iu/ml (positive); (B)(6) 2024, repeat results were the approximately the same; the sample was sent to reference lab for avidity testing, but was not performed when the toxo igg was negative on the roche analyzer. On (B)(6) 2024, sid (B)(6), toxo igg result (new blood collection) = 10.4 iu/ml (positive) for trouble shooting purposes, the sample was repeated at another hospital with alinity (11.0 iu/ml) and at another hospital with an unknown analyzer <0.1 iu/ml (negative). Additional results were provided: ebv vca igm= non-reactive; ebv vca igg reactive= 69.11; ebv bna reactive= 3.31. There was no impact to patient management reported.

Manufacturer narrative:
This report is being filed on an international product, list number 07p45-22 that has a similar product distributed in the us, list number 7p45-40/45, with 510k/PMA/bla number k210596. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed false reactive alinity I toxo igg for one pregnant female patient. The following results were provided (reference range >= 3.0 iu/ml, reactive): 1st trimester (B)(6) 2024) and 2nd trimester (B)(6) 2024) serology were negative on roche analyzer. (B)(6) 2024, toxo igm result= negative and toxo igg= 10.9 iu/ml (positive); (B)(6) 2024, repeat results were the approximately the same; the sample was sent to reference lab for avidity testing, but was not performed when the toxo igg was negative on the roche analyzer.(B)(6) 2024, sid (B)(6) , toxo igg result (new blood collection)= 10.4 iu/ml (positive) for trouble shooting purposes, the sample was repeated at another hospital with alinity (11.0 iu/ml) and at another hospital with an unknown analyzer <0.1 iu/ml (negative). Additional results were provided: ebv vca igm= non-reactive; ebv vca igg reactive= 69.11; ebv bna reactive= 3.31 there was no impact to patient management reported.